Event description:
It was reported that the patient presented a malfunctioning inflatable penile prosthesis (ipp). All components were removed and replaced. Fluid loss is suspected since there was no fluid left in the ipp system. The location of the fluid leak is unknown. The patient had a good outcome with no further complications.